Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection found multiple types of damage. The rim, side wall, and outer radius display gouges. The barb also shows signs of being deformed. All forms of are attributed to attempts to seat and remove the liner from the shell. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Dob - (B)(6) (no year provided) the customer has indicated the product may be returned for analysis, but it has not yet been received. However, an investigation has been initiated. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that the acetabular liner would not fully seat in the acetabular cup. After multiple attempts, the surgeon used another liner to complete the procedure. There was no patient injury or significant delay in the procedure as a result of the event.